Event description:
It was reported that the user turned off a powered wheelchair and then turned it back on and it would not drive. The display on the joystick is working but the user does not know what it means.